Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the modular cable and was found to pass all manufacturing and qa specifications before being shipped to the customer on 31oct2017. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The events of fluid ingress in the bend reliefs and debris in the inline connector were confirmed via product testing. The heartmate 3 modular cable (lot number: 176462) was returned for evaluation following patient expiration. The modular cable was functionally tested and connected to the returned and associated system controllers for testing and functioned as intended. The events of fluid ingress and debris inside the threading of the inline connector did not affect pump operation. Additionally, the fluid ingress was only found on the surface of the modular cable. The root cause of the reported events were unable to be conclusively determined during this investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to causes unrelated to the ventricular assist device. The modular cable was returned for evaluation. Upon investigation of the returned device, fluid ingress and debris were found in the inline connector.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.